Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set had fallen off. This was observed before testing the device. The cassette packaging was not opened or tampered with prior to the observation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a dislodged green cap to the patient connector loose inside closed pouch was observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.